Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have leiomyoma ("leiomyoma :other") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, back pain, dyspareunia and dysmenorrhoea had resolved and the psychological trauma, fatigue, migraine, headache, leiomyoma, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, leiomyoma, menorrhagia, migraine, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), anemia, psych injury, fatigue, migraines, headaches, other: leiomyoma, hormonal changes, nausea. Essure insertion date was updated as "(B)(6) " from " (B)(6) 2012". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event "injury" was updated as "dyspareunia (painful sexual intercourse)", events- "dysmenorrhea (cramping), pelvic/abdominal, back pain, menorrhagia (heavy menstrual bleeding), anemia, psych injury, fatigue, migraines, headaches, other: leiomyoma, hormonal changes, nausea", reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.